Event description:
The customer contacted stryker to report that their device had an unexpected loss of power. As a result, defibrillation therapy would not be available, if needed. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device had an unexpected loss of power. As a result, defibrillation therapy would not be available, if needed. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had an unexpected loss of power. As a result, defibrillation therapy would not be available, if needed. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Corrected data: section d4 gtin of the initial medwatch report indicates: blank. Section d4 gtin of the initial medwatch report should have indicated: 00883873878484.

Event description:
The customer contacted stryker to report that their device had an unexpected loss of power. As a result, defibrillation therapy would not be available, if needed. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Corrected data: section d9, returned to manufacturer on of the initial medwatch report indicates 12/08/2023; section d9, returned to manufacturer on of the initial medwatch report should indicate 12/06/2023. Section h11, additional mfg narrative of the initial medwatch report indicates "a stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue."; section h11, additional mfg narrative of the initial medwatch report should indicate "a third (3rd) party service provider performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue.". Additional information: after completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.